Manufacturer narrative:
H6: medical device problem code 1562 "tip" was added. The device was returned for analysis. The reported physical resistance/sticking and the reported difficult or delayed activation were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. The reported material separation-tip was able to be confirmed. The reported material separation-proximal shaft was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, there was resistance during removal and force was applied. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use (IFU) states: note: should unusual resistance be felt at any time during removal of delivery system post stent implantation, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Although it was noted the physician used force in the attempts to remove the device, the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement the distal shaft was bent by the mildly calcified, mildly tortuous and 80% stenosed anatomy resulting in the noted chatter marks indentations along the entire length of the inner member and sheath resulting in preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent. Manipulation of the device to deploy the stent resulted in the noted device damages (smashed proximal spool pegs, smashed wall of the proximal spool nest, smashed distal stopper). Interaction with the anatomy/other devices and/or manipulation of the compromised device using force during removal resulted in the reported tip separation/noted inner member separation and the noted sheath separation. The reported proximal shaft separation was unable to be confirmed. The treatment appears to be related to the operational context of the procedure as a 7.0x100mm absolute pro vascular stent was used to fully appose the stent to the vessel wall. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with 80% stenosis, mild calcification and mild tortuosity. The 8.0x150mm absolute pro ll self-expanding stent system (sess) had no resistance during advancement and was being deployed but after 50% deployment, the wheel got stuck but completely deployed the stent. There was resistance during removal and force was applied. The delivery system was observed to have separated from the handle. A 7.0x100mm absolute pro vascular stent was used to crush the deployed stent and complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided. The 7.0x100mm absolute pro vascular stent was used to fully appose the first stent to the vessel wall. Returned device analysis identified a tip separation. The account confirmed that the tip separation occurred and was noted after the procedure. The separated portions were discarded. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with 80% stenosis, mild calcification and mild tortuosity. The 8.0x150mm absolute pro ll self-expanding stent system (sess) had no resistance during advancement and was being deployed but after 50% deployment, the wheel got stuck but completely deployed the stent. There was resistance during removal and force was applied. The delivery system was observed to have separated from the handle. A 7.0x100mm absolute pro vascular stent was used to crush the deployed stent and complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.